Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had new pain, pain at the ins site, and discomfort. Patient will be scheduled on future unknown date to move the battery or will have an explant. Patient states battery is pushing on a nerve in the pocket that is causing pain ¿like I¿m being shanked that happens whether it is on or off¿. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced pain at the implant site and believed the implantable neurostimulator was lying on nerves. The patient described a shocking sensation in the legs and body when therapy was turned off and stated that the implantable neurostimulator had migrated from its original position. After a physical impact in which the patient's son ran into the stimulator side of the body, the patient reported increased pain, severe difficulty moving, inability to sit, and leg pain described as "killing" them. The shocking sensation when therapy was turned off was noted to have occurred prior to the physical impact. The patient was redirected to their healthcare provider and provided with additional support resources.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.